Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure, after implantation of the contralateral limb it was noted that the device was past the expiration date. There were no adverse events on the patient. No additional clinical sequelae were reported and the patient is fine.